Event description:
It was reported that during total knee arthroplasty procedure while impacting the real implant the femoral implant impactor cracked. Happened outside body. No delay reported. The procedure was finished using the same device. The patient is successful recovery period post total knee replacement.

Manufacturer narrative:
H10: h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms one of the green cam arms is cracked. This device was manufactured in 2017. This device shows significant signs of wear/usage. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.